Event description:
Surgical notes dated (B)(6) 2013 note that the patient has had reasonable, but not great control with vns therapy and that she has had "more troubles recently" and it was attributed to the fact that her generator battery is "coming down". It was noted that the patient would undergo generator replacement. It was later reported that the patient's surgery was cancelled because the battery is "fine". It was reported that the patient went to the surgeon on her own and did not discuss anything with her neurologist. Attempts to obtain additional information has been unsuccessful to date.

Event description:
Additional information was received that the patient¿s troubles involved the device itself moving around which bothered her. Following her visit to the surgeon, the neurologist had interrogated her device to find that the battery was okay. The issue was addressed with both the patient and surgeon, and there were currently no issues with the device.